Event description:
It was reported that an error message occurred on the programmer, which could not be fixed with the service disk. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, an error code was displayed. It was also noted that the power cord bay door was pulling loose.